Manufacturer narrative:
Product complaint # (B)(4). The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. To date no sample has been returned. If product is returned or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported a patient underwent an unknown surgery on (B)(6) 2019 suture was used. The suture broke during use, so usage was stopped. Another package in another box was used for the patient. Further details are not provided. No sample will be returned. There were no adverse consequences to the patient.